Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the guidewires at the end was bent. Per follow up information received via ibc on 19mar2025, stated that there was no patient impact. There was no need for medical or surgical intervention. There was no exposure of blood or bodily fluid. Also, customer confirmed that 2 products were affected.

Event description:
It was reported that the guidewires at the end was bent. Per follow up information received via ibc on 19mar2025, stated that there was no patient impact. There was no need for medical or surgical intervention. There was no exposure of blood or bodily fluid. Also, customer confirmed that 2 products were affected.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The reported event is confirmed cause unknown. Visual evaluation noted received 2 nitinol guidewires in opened packaging. Both guidewires received were bent. Therefore, the reported event is confirmed. Labelling documentation was reviewed for this investigation and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.